Event description:
It was reported that during a procedure using a femoral approach of the 90% stenosed, mid left anterior descending (lad) artery, after pre-dilatation using 14 atmosphere (atm), the 3.5 x 38 mm xience prime stent delivery system (sds) was delivered and implanted at 14 atm in the lesion. The sds was retracted without resistance but could not enter the 6 fr non-abbott guide catheter. The sds balloon was pressurized at 14 atm for 20 seconds each, three (3) times and deflated slowly [physician preference] for 3 times but the sds could not be retracted into the guide catheter. It was noted that adequate time for deflation was allowed; the physician verified no contrast and the balloon deflation under angiography but it is not known if the system was under negative or neutral pressure. The sds, guide catheter, and guide wire were removed from the anatomy as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: rinato, guide cath: 6 fr jedeit. Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device from the guiding catheter post-deployment was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.